Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The report states: patient was revised to address loosening of a competitors stem. There was lucency around the cup reported. Doi: unk - dor: (B)(6) 2010 (right side). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Update: (B)(6) 2013 - litigation papers received. Litigation alleges pain. There is no new additional information that would affect the investigation.

Manufacturer narrative:
Depuy still considers this complaint closed.

Event description:
Update: (B)(6) 2014 - plaintiff¿s preliminary disclosure form was received, which identified doi information for cup and head. Lot number for head was identified and will be updated. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Complaint was updated on (B)(6) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Pt was revised to address loosening of a competitor's stem. There was lucency around the cup reported.